Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.100 mm, clearly outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the prosa shunt system is permeable. Adjustment test: the prosa and the progav 2.0 valve was tested and is adjustable to all specified pressures. The test on showed that the prosa was unable to hold the pressure level and that the function of the brake could not be properly demonstrated. The brake is damaged and therefore the brake force test is not applicable. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the prosa shunt system. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The shunt system was permeable and adjustable. The brake functionality of the prosa was not present; the braking force was unable to be measured due to the inability of the valve to hold a set pressure. The progav 2.0 operates in all specific tolerances. Based on the fact that the valve has been preoperatively checked, we can exclude the influence of natural substances (protein, blood or tissue particles) in the cerebrospinal fluid on the integrity of the valve. As a logical consequence, the valve was not dismantled. Based on our investigation results, we can confirm the suspicion of "non-adjustment of the prosa valve" at the time of our examination. We assume that the observed deformation is responsible for the functional impairment of the adjustability. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Height: 80 cm. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is an issue with valve not adjusting. The reporter indicated that a 1 day post-operative valve was not adjustable. The device was explanted. Additional event details have not provided, however, have been requested.